Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had got wet. Insulin pump was exposed to fluid. The insulin pump already soak wet. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.